Event description:
The customer reported she has been experiencing blood glucose almost reaching 500 mg/dl within 24 hours of pod activation. She stated her bg measured 492 mg/dl which she corrected with a bolus of 10 units of insulin. She tested her bg again it was reading 489 mg/dl (exact time not provided). Upon removal she noticed the cannula was bent over "a lot". During the 24 hours of pod wear she delivered a total of 54.7 units of insulin.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed, and the product lot met all acceptance criteria.